Event description:
"Gall bladder tore open when angle electrode during laparoscopic cholecystectomy." Contents spilled into peritoneal cavity. Abdomen irrigated and suctioned/no harm to pt as gallbladder was scheduled to be removed.